Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the dyspareunia, genital haemorrhage, menstruation irregular and migraine outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menstruation irregular and migraine to be related to essure. Diagnostic results: on an unknown date, patient underwent hysterosalpingogram test which confirmed essure coils were properly in place and that her fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") and genital haemorrhage ("unusual bleeding") in a 40-year-old female patient who had essure (batch no. 50718077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included uterine bleeding, bladder disorder, hemostasis, cyst and cystitis interstitial. Concomitant products included ranitidine since 2015 for acid reflux (oesophageal), fluoxetine since 2015 for depression, amitriptyline since 2015 for incontinence and fluticasone propionate since 2015 and montelukast (singulair) since 2015 for multiple allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), migraine ("severe migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ stabbing pain"), abdominal pain upper ("stomach pain"), diarrhoea ("diarrhea"), headache ("headaches") and menorrhagia ("heavy menstrual cycle"). The patient was treated with surgery (B)(6) 2016, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, genital haemorrhage, menstruation irregular, migraine, dysmenorrhoea, abdominal pain and pelvic pain outcome was unknown and the abdominal pain upper, diarrhoea, headache and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results: on an unknown date, patient underwent hysterosalpingogram test which confirmed essure coils were properly in place and that her fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality- safety evaluation of ptc(product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain/ stabbing pain / sharp and stabbing pain") and genital haemorrhage ("unusual bleeding") in a 40-year-old female patient who had essure (batch no. 50718077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included uterine bleeding, bladder disorder, hemostasis, cyst and cystitis interstitial. Concomitant products included ranitidine since 2015 for acid reflux (oesophageal), fluoxetine since 2015 for depression, amitriptyline since 2015 for incontinence and fluticasone propionate since 2015 and montelukast (singulair) since 2015 for multiple allergies. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles / unusual period") and abdominal pain lower ("cramping"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain"), diarrhoea ("diarrhea"), headache ("headaches"), menorrhagia ("heavy menstrual cycle") and insomnia ("difficulty sleeping"). The patient was treated with surgery (B)(6) 2016, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, abdominal pain, genital haemorrhage, menstruation irregular, migraine, dysmenorrhoea, abdominal pain lower and insomnia outcome was unknown, the pelvic pain had not resolved and the abdominal pain upper, diarrhoea, headache and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, insomnia, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: she didn t undergo any essure confirmation test (discrepancy) diagnostic results: on an unknown date, patient underwent hysterosalpingogram test which confirmed essure coils were properly in place and that her fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: event- "cramping, difficulty sleeping" added, previously reported event "pelvic pain" outcome updated to "not recovered / not resolved" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") and genital haemorrhage ("unusual bleeding") in a 40-year-old female patient who had essure (batch no. 50718077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included uterine bleeding, bladder disorder, hemostasis, cyst and cystitis interstitial. Concomitant products included ranitidine since 2015 for acid reflux (oesophageal), fluoxetine since 2015 for depression, amitriptyline since 2015 for incontinence and fluticasone propionate since 2015 and montelukast (singulair) since 2015 for multiple allergies. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), migraine ("severe migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ stabbing pain"), abdominal pain upper ("stomach pain"), diarrhoea ("diarrhea"), headache ("headaches") and menorrhagia ("heavy menstrual cycle"). The patient was treated with surgery ((B)(6) 2016, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, genital haemorrhage, menstruation irregular, migraine, dysmenorrhoea, abdominal pain and pelvic pain outcome was unknown and the abdominal pain upper, diarrhoea, headache and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain upper, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results: on an unknown date, patient underwent hysterosalpingogram test which confirmed essure coils were properly in place and that her fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, chronic pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " heavy menstrual cycle, headaches, diarrhea, stomach pain, pelvic pain, abdominal pain, dysmenorrhea (cramping)" are added. Reporter, patient and product information added. Concomitant and historical drug and condition are added. Outcome of event " stomach pain, diarrhea, headaches, and heavy menstrual cycle" are resolved. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.